Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps underinfused during infusion. In one occasion the volume of infusion was "57gtt/min, which would be 342ml/hr. However, it should be 83 gtt/min (500ml/hr)". The pump was replaced; however, the nurse had to repeatedly add volume as the infusion would stop before bag was finished. This occurred during 500ml bolus infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). Additional information: e1, h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.